Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gastrectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. The suture was used in a gastric sleeve laparoscopic surgery to reinforce the stapling line when the needle thread disassembled in this part of the surgery. At the moment of searching for the needle it was very difficult to locate it due to the type of approach. Because it came loose from the needle holder. It was reported that the needle was searched and found in the cavity of the surgery patient by laparoscopy. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened ow, an empty folder, a needle-suture, a detached needle, and a suture of product code 8522t were received for evaluation. This product code is double-armed. Visual inspection of the detached needle, the swage, and the attachment area was noted to be as expected. The barrel hole of the detached needle was examined under magnification and no suture remnant was noted. The suture piece was examined, and correct insertion marks were observed; however, the force used to detach the needle from the suture could not be determined. In the visual inspection of the needle-suture piece, the functional test could not be performed due to the condition of the sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 4/19/2021.